Manufacturer narrative:
A philips field service technician (fst) interviewed the customer and had them perform the following functional testing: the customer reported they checked internal connections of the speaker, and the alarms passed the tests. The bottom housing part, containing the speaker and the ignition card, were exchanged; however, the inop message persisted. The fst diagnosed a mainboard failure and advised a replacement of the mainboard and a reload of the software support tool. A philips field service engineer (fse) arrived onsite to install the new mainboard. Unfortunately, the fse noticed the unit did not work properly. When turning on the equipment, there was no sound. Damage was determined in the mainboard that arrived, a new one is requested per defect on arrival defoa process. The newer main board arrived, and it was installed by the fse. Functional testing was initiated by the fse and the unit passed all performance verification testing returning the unit to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the main board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported there was a speaker failure inoperative message present. It was confirmed the device did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.